Event description:
It was reported the spco sensor yields inaccurate readings on multiple test subjects. The customer was testing the sensor on multiple subjects prior to using on pts. Customer reports readings being as low as 2 and as high as 8 and non-smoking subjects. No comparative device measurements, blood draw, or blood gases reported. No error messages reported. Measurements not taken at altitude. Additional info provided the customer tested 6 different pts for blood gas sticks and recorded the spco2 readings simultaneously. Then immediately ran the blood gas through the co-oximeter. The comparison resulted in 5-8 higher co levels on the spco2 in compared to actual avox co-ox. No pts were hypoxic or had low extremity perfusion. No error messages on the oximeter. No pt were having any rapidly changing physiologic state. All pts were stable. There was no known pt impact or consequences to the pt.

Manufacturer narrative:
The returned sensor was evaluated. During eval the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.